Manufacturer narrative:
B5: no complaint on lens. Patient had cataract prior to icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following a replacement implantable collamer lens (icl) implantation procedure, mild vs as cataract is observed. The surgeon has elected to watch the eye until the cataract becomes more significant. He is satisfied with his vision right now.

Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).